Manufacturer narrative:
Concomitant medical product: product ID 97745bp serial# (B)(6) product type accessory product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID (B)(6) serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6) ; product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). B3: event date is year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported their controller went blank/unresponsive since about a month ago and they couldn't recharge the controller battery. Agent helped the patient perform a reset of the controller and confirmed the green light was not blinking on the controller when plugged into the outlet. Agent had the patient remove the lithium (li) battery pack and plug the controller into the ac power supply and the controller power on, but no green blinking light would appear after inserting the li battery pack multiple times and the controller wouldn't power on. Agent had the pt inspect the controller battery pins and lithium battery contacts, but no damage was detected. The issue was not resolved. Pt mentioned unrelated medical history of parkinson's disease. An email was sent to the repair department to replace the li battery pack. Additional information was received from the patient. Caller stated that they received the battery pack but now they are having trouble with charging the implant. Agent reviewed with caller that if the implant has been depleted with no charge for a while, we may need to do a passive recharge. Agent walked caller through attempting to charge implant and caller was seeing no device found (16). Agent walked caller through passive recharge mode and after a few minutes caller confirmed seeing recharging excellent. Pt called back stating they are having equipment issues again. Caller stated it won't charge. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is red/low and implant is red/low. Agent reviewed pt will need to charge controller and then can try charging implant. Agent offered to call back to continue troubleshooting once the controller is charged. Agent called pt back and they confirmed that the controller successfully charged to 100%. Agent walked caller through starting an implant charge session and caller confirmed seeing batteries (49) and says recharging but no quality displayed. After a few minutes caller reported seeing system problem (77) rm04. Agent sent email to repair to replace the recharger.

Manufacturer narrative:
Concomitant medical products: product ID 97745bp, lot#/serial# (B)(6), product type accessory product ID 97745, lot#/serial# (B)(6), product type programmer, patient product ID 97755-s, lot#/serial# (B)(6), product type recharger h3. Analysis found non-conformances and the battery pack was subsequently scrapped. The battery pack would not charge in a known good unit (controller). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.